Event description:
A (B)(6) customer initially alleged low out of range control readings on his contour xt. The complaint did not meet the criteria to be reported at the time of the call, but the meter, strips and control were returned for evaluation. No adverse event was alleged.

Manufacturer narrative:
The model# was not provided. In some countries outside the us, customer information is not provided due to privacy laws. When the memory of the returned meter was accessed during the qa investigation, it was noted one of the low out of range control readings alleged by the customer, was not marked as a control.